Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 404 mg/dl and 427 mg/dl due to infusion set falling out while asleep. Customer treated blood glucose and it began to drop and ketones began to lower. Troubleshooting was also performed for skin irritation.